Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/02/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump failed to power up and the evaluation was unable to conduct any performance testing. The alleged random alarm issue was not fully investigated and no conclusion can be drawn. Unrelated to the complaint, the battery compartment was found to be cracked in the threads area and along the case seal. Moisture intrusion was evident inside the battery compartment. A leak test showed leaks where the cracks were located. No further evidence of moisture intrusion was found inside the pump. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump alarmed at random. No additional information was available. Attempts by the customer support to follow-up on the matter were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.